Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, heavy bleeding was observed. Initially, the physician tried to retrieve the nodule without using the ion system, but methods were not successful. Therefore, the customer decided to use the ion device. At the end of the procedure and after using forceps, the customer went to do a bronchoalveolar lavage (bal) on the area. At that time, the customer noticed heavy bleeding. The physician was taking the ion out as the bleeding occurred so it was believed that the bleeding was not caused by any malfunction of the ion system. The exact amount of blood loss was unknown, but the physician requested 2 units of blood for transfusion and medication was administered to control the bleeding. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.